Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: d1: heartware ventricular assist system ¿battery d4: serial#: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 product event summary: the controller was returned for evaluation. The battery was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed a bent pin within the serial port. The bent pin did not allow a data cable to connect to the controller. During supplemental testing, the bent pin was re-aligned, after which the controller performed as intended and controller log files were obtained. This is an additional finding not related to the reported event. Based on n investigation conducted under CAPA pr00384004, the root cause of bent socket pin within the serial port connector is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the data cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Review of the controller log files revealed twenty-eight (28) controller power up events logged on (B)(6) 2021 between 10:22:24 and 10:31:59. The data point prior to the losses of power revealed that a battery was connected to power port one (1) with 23% relative state of charge (rsoc) and another battery was connected to power port two (2) with 29% rsoc. No anomalies were recorded leading up to the initial loss of power. Review of the alarm log file revealed a controller fault alarm logged on (B)(6) 2021 at 10:22:28 due to a power out of range condition, during an attempted motor start. During the controller fault alarm, (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). Additionally, the log files recorded a high-power consumption during the controller fault alarm, drawing more current from the battery. The data point recorded after the losses of power, at 10:32:35, revealed a battery was connected to power port one (1) and another battery was connected to power port two (2); a safety alert word (saw) value was recorded on another battery, indicating an overcurrent alert. It is likely the overcurrent condition prevented the battery from providing power, resulting in the additional losses of power to the controller. The controller was without power for a total of 9 minutes and 47 seconds. As a result, as a result, the reported loss of power and controller fault alarm events were confirmed. The reported damaged battery event could not be confirmed. The most likely root cause of the initial loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. CAPA pr00544941 is investigating controller loss of power during pump start due to battery discharge overcurrent condition. Based on the available information, the most likely root cause of the reported controller fault alarm can be attributed to a battery connected to the controller with a low rsoc value during a motor start event with high power consumption, drawing more current from the battery resulting in a power out of range condition. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction to b5.desc evt problem, FDA coding and h10: added additional products. Additional products: d1: heartware ventricular assist system: product, including 1.0 or 2.0 for controller> d4: model #: 1650 / catalog #: 1650 / expiration date: 30-april--2019 / (B)(6), (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 11-april-2018 h5: no h6: patient ime code(s): e0602 h6: imf code(s): f08, f1203 h6: img code(s): g02002 h6: FDA device code(s): a0708 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a double disconnect occurred on the controller and the "controller fault alarm was related to "power out of range" for the battery."

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital due to a cardiac arrest. It was noted that the controller exhibited a self resolving controller fault alarm followed by an unexpected power loss, which was assumed to be the cause of the cardiac arrest. The controller remains in use and the battery has been replaced. No further patient complications have been reported as a result of this event.